Event description:
It was reported that the insulin pump during a bolus did a reset and then the date went to 2008. The customer had saved the other settings a few weeks ago since the device was reacting strangely. It was stated that the insulin pump alarmed three to four times and then countdown from 10 to 1. The self test was performed and passed. The customer was not comfortable with the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.